Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device intermittently failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the clinical files. However, the reported problem could not be duplicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. It is important to note the activity log review pointed out several "poor pad contact" messages which indicates poor coupling. Electrode pads were not returned for evaluation. No trend is associated with reports of this type.